Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead into the left bundle branch (lbb), the physician observed that the lead helix had detached from the rest of the lead body. This helix remained attached to the patient's heart. The physician exchanged the lead to resolve the event, and no additional adverse patient effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead into the left bundle branch (lbb), the physician observed that the lead helix had detached from the rest of the lead body. This helix remained attached to the patient's heart. The physician exchanged the lead to resolve the event, and no additional adverse patient effects were reported. This lead was returned for analysis.